Event description:
Customer reported receiving imprecise sequential readings on her precision xtra meter. Customer received readings of 444 mg/dl and 144 mg/dl within a 10 minute timeframe. All tests were performed on the finger. When plotted on a parkes error grid the results fall into the "c" zone showing the difference in values to be clinically significant. There was no report of a serious injury, death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.